Manufacturer narrative:
The patient sample was received for investigation. An interfering factor against the elecsys ft3 antibody and idiotype was identified in the patient's sample. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product issue was identified.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on a cobas 8000 core unit compared to another cobas e 801 module, a wako accuraseed analyzer, and an abbott alinity analyzer. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer's analyzer serial number is (B)(6). The customer's reagent lot number and expiration date were not provided. The investigational e801 analyzer serial number is (B)(6).. The investigational e411 analyzer serial number is (B)(6). The reagent lot number used on the e411 is 686656 and the expiration date is 1-apr-2024. The patient sample was requested for investigation. The investigation is ongoing.